Event description:
In (B)(6) 2012 the patient underwent surgery for a distal left femur fracture. In (B)(6) 2013 the patient heard a snap and followed up with surgeon because she felt something was wrong. An x-ray revealed a broken plate. It was noted the plate broke in the middle of the third hole of the shaft. On (B)(6) 2013 a plate and approximately 11 screws where removed and the patient was revised to the same type of plate and screws without any reported issues. It was reported that both the initial and revision surgeries went fine. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis.this screw is whole and intact. Its general configuration, hex drive, fluted, and cortical thread would suggest that this is of the 214.814 family of screws. If so, its length of 34.57 would make this a 214.834. A considerable amount of biomaterial remains on the screw. The drive has been lightly to moderately damaged with driver indentations in the hex walls. The top of the head has light scratches, consistent with use. The bottom of the head, particularly near the band exhibits wear and galling marks that are approximately diametrically opposed. The first thread has been compressed, flattened for approximately 360 degrees of rotation. The second thread has a light impact mark at the major diameter. Thereafter, the threads have been compressed to a lesser degree for the remainder of the shaft. The flutes are lightly damaged in the form of thread damage at their peripheries. The minor diameter, length and head have been measured and meets specification. The tip is in good condition. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment, not diagnosis. The product development event evaluation states as follows: the plate is made from implant grade stainless steel, a commonly used plate material. None of the screws appear to be damaged. Without a post op x-ray it is not possible to determine if there was a screw in the in 3rd shaft hole or if there was, what screw type it was. Regardless, due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to the plate failure. There are many factors involved in a broken plate, such as surgical technique, implant strength, patient health and patient compliance. There is not enough information to determine if the design contributed to the device failure. As such, this complaint is indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. A review of the device history record revealed no complaint related anomalies. A manufacturing and/or product investigation could not be performed as no product was received.

Manufacturer narrative:
(B)(4). 510(k)# cannot be determined since actual part number of screw cannot be verified. Device history record reported in error. Without a lot number the device history records review could not be completed.